Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings: a review of the pump history showed that multiple call service alarms related to the blank screen issue were recorded on 01/11/2014. During testing, the display functioned normally with no contrast/color problems, missing segments, or instances of a blank screen. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and battery cap on the side of the pump. The complaint of the blank display screen was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.